Event description:
It is reported that a customer called in to inquire about basal rates and no delivery alarms. The customer did not want to trouble shoot on the insulin pump. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.